Event description:
A report was received from the FDA medwatch medicinal products reporting program that a physician reported a patient developed a corneal ulceration in the left eye while wearing soft contact lenses and using renu with moistureloc multipurpose solution. The patient was unresponsive to topical antibiotics. A culture from corneal scrapings was positive for aspergillus species. The patient had a paracentral ulcer which may result in some visual loss. As of (B)(6) 2006, the patient was being treated with topical amphotericin- 1.5mg/ml- and natamycin 5%. The infection appeared to be responding to this treatment. The patient used renu with moistureloc multi-purpose solution from (B)(6) 2006. The event did not abate after the product was discontinued.

Manufacturer narrative:
Bausch & lomb initiated as investigation that evaluated the mfg facility environmental records, a review of the batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environment monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.